Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's spouse called via phone to report the insulin pump is broken. There is a chunk missing where the reservoir is connected. The insulin pump was fine until the customer was in the hospital, for a heart attack. The blood sugar was over 400 mg/dl at the time of treatment. The time and date of hospitalization: (B)(6) 2017 at about 7:30am or 8am. The customer's blood sugar was high and so was the potassium per the healthcare professional. The customer was treated with IV insulin and was released the next day. The customer was off of the insulin pump less than forty eight hours.

Manufacturer narrative:
The insulin pump passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test. Unit had minor scratched display window, a partially broken reservoir tube lip, cracked reservoir tube and scratched reservoir tube window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.